Manufacturer narrative:
An internal investigation was performed for a false positive cefoxitin screen (oxfs) result for a staphylococcus saprophyticus isolate (source: patient urine sample) with the vitek® 2 ast-p654 test kit (ref 421912). The customer did not submit the isolate for evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to reference method. The instructions for use state: "perform an alternative method of testing prior to reporting of results when a positive (+) result is obtained with the following antibiotic/organism combination(s): cefoxitin screen (oxsf01n): staphylococcus saprophyticus" vitek 2 ast-p654 lot #8040627103 met final qc release criteria and passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxfs) result when testing a staphylococcus saprophyticus isolate (source: patient urine sample) with the vitek® 2 ast-p654 test kit (ref 421912). The customer performed alternate testing: pcr resulted as meca negative and disk diffusion fox 29mm. The strain is no longer available. There was a delay of unspecified length in reporting the result to the physician. The result reported was from the alternative method: meca negative. There is no indication from the customer that the discrepant result led to any patient harm or any adverse event. A biomérieux internal investigation will be initiated.